Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor (dso) seal was degraded. The dso seal was replaced with new one, and software was updated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is stuck on update screen and will not complete. Received the device and upon complete inspection the downstream occlusion sensor seal (dso) was found to be degraded. There was no patient involvement.